Manufacturer narrative:
The device was returned to a zoll-approved service provider for evaluation. The customer's report was verified and attributed to an expired coin battery. The coin battery was replaced to remedy the report. The device was recertified and returned to the customer. Zoll medical corporation recommends replacement of the lithium battery every 5 years, this device is 9 years old. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.